Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) intermittent pacing capture and high impedances in the left ventricle. A "possible issue with the battery" was also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was found to have a broken/fractured wire. The reported left ventricular (lv) lead impedance anomaly was confirmed during lab testing. Analysis confirmed the fracture of the lv tip ribbon wire was the result of fatigue. Analysis of the device also found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.